Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm audibly or visually for this high hr (154 bpm). They expected an alarm would be tachycardia or ext tachycardia. The high limit for the hr is set to 130 bpm.

Event description:
The customer reported that their central nurse's station (cns) did not alarm audibly or visually for this high hr (154 bpm). They expected an alarm would be tachycardia or ext tachycardia. The high limit for the hr is set to 130 bpm.